Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that she had an a47, a21, a17 alarms on the insulin pump. The customer's blood glucose level was 95 mg/dl. It was explained to the customer the alarms and possible causes. The troubleshooting was performed. The patient was advised t change new battery on the insulin pump. The customer's insulin pump was resetting and priming and patient history reflect. The patient was advised to monitor the insulin pump and call back if the problem persists. No further assistance needed.